Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: versys fiber metal taper femoral stem (00-7862-011-20, 60256034), versys femoral head +0 (00-8018-036-02, 60806212), tm acetabular shell (00-6202-056-22, 60924736), trilogy acetabular liner (00-6305-050-32, 60913479), trilogy acetabular liner (00-6305-050-36, 60691236), bone screw (00-6250-065-30, 60903694). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2016 - 02354 shell. 1822565 - 2016 - 00085 stem.

Event description:
It was reported that the patient had a total hip replacement. Patient was revised nine years later due to femoral stem loosening, heterotopic ossification, pain, shell loosening, and tissue damage. According to legal document, stem and head were explanted during revision. Attempts have been made, and no further information has been provided.